Event description:
It was reported that a patient with a 25mm magna valve implanted in the pulmonic position for unknown period of time underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed with a 26mm 9600tfx transcatheter valve. Patient post procedure was stable. No additional details have been provided.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3000tfx aortic valve implanted in the pulmonic position for 11 years and 11 months underwent a valve-in-valve procedure due to severe stenosis and moderate insufficiency. The procedure was performed with a 26mm 9600tfx transcatheter valve. Patient post procedure was stable. There was no investigational evidence of premature failure of the device.

Manufacturer narrative:
Based on the new information received, this event is no longer considered reportable.